Event description:
It was reported that during a routine follow-up, this pacemaker reverted to safety mode. As a result, the device was explanted, although the exact explant date is unknown. The device was replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow-up, this pacemaker reverted to safety mode. As a result, the device was explanted, although the exact explant date is unknown. The device was replaced with a non-boston scientific device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as the explant date. This product investigation is still in progress. This report will be updated when product investigation is complete.